Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.

Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator (ICD) failing to pair with their phone. Upon further investigation, it was found that the ICD was exhibiting a bluetooth (ble) telemetry issue. The patient was brought into clinic and the ble chip was reset. There were no patient consequences.